Manufacturer narrative:
The information provided in event problem and eval codes was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized on (B)(6) 2018 at 3:27 am due to hypoglycemia. The customer reported that she does not remember anything and her brother called the paramedic. The customer reported that the low blood glucose value was 1.1 mmol/l at the time of admission. The customer reported symptoms to the customers low blood glucose levels included unconscious and shaky. The customer reported that the cause of the hospitalization per health care professional was low blood glucose. The customer reported that she was wearing the insulin pump at the time of hospitalization. The customer reported that the hospital staff took her off the insulin pump. The customer reported that she was discharged today and got connected back to insulin pump. Troubleshooting was not done on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.